Event description:
It was reported that the procedure was to treat a behind the knee vessel with 80% stenosis, no calcification or tortuosity. The armada 18 percutaneous transluminal angioplasty (pta) catheter was used with a 5fr sheath and was losing pressure and ruptured when attempted to be inflated before nominal pressure was achieved. Another armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, a conclusive cause for the balloon rupture could not be determined. It may be possible that the balloon rupture occurred due to interaction with the anatomy or associated devices; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.